Event description:
The customer reported to baxter a clearlink continu-flo solution set that was involved in a no flow/restricted flow. According to the report, the nursing staff had flow problems despite priming per packaging instructions and squeezing the bag. It is unknown if there was any patient involvement with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information becomes available, a follow-up report will be submitted.